Event description:
Procedure type: low anterior resection. According to the reporter: during a colorectal intervention, at the point of circular stapling, the device did not cut completely and only partially stapled. When removing the device, the anvil stayed attached to the colon. Need for a laparotomy, colic dissection under the prostate, tear of the anterior rectum of 5 cm.

Manufacturer narrative:
(B)(4).